Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08705 inches. No unexpected insulin pump error and insulin pump error 4 alarm noted during the testing. However, insulin pump error alarm and insulin pump error alarm found in the insulin pump history due to problem isolated on the electronic assembly.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarms. Customer stated they were able to successfully clear the alarm and was able to rewind pump. Customer stated that insulin pump did passed self test. Customer had low blood glucose of level and current blood glucose was 176 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.